Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro the patient experienced st segment elevation that required medical intervention. During the procedure patient had st segment elevation noticed on the recording system and the anesthesia monitor. The patient underwent medical intervention with an emergent catheterization or right/left heart catheterization, and a st elevation myocardial infarction (stemi) was identified as well. When checking the timeline, the st elevation was present prior to obtaining transseptal access. The patient is in stable condition. Additionally, upon coming on ablation for the first lesion with the qdot micro¿ catheter, about 2 seconds into the ablation, the ngen¿ generator cut off ablation. The caller reported that the ngen¿ generator displayed error 60, "pump not connected," error 199, "console not connected," and error 275, "cart communication problem." Additional information was received indicating that the physician¿s opinion on the cause of this adverse event is that it was patient condition related. The customer¿s reported errors with the ngen¿ generator are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote.